Event description:
On 02-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3631-1 fibertak's third anchor disengaged from the bone. This was discovered during a procedure with no patient harm. The case was completed with a swivelock anchor. Additional information was provided 15-apr-2026: it was further reported that this was discovered during a shoulder/rotator cuff procedure with no procedural delay experienced and no additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.